Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure, a small metal piece broke from the upper jaw. The procedure was completed with a back up device with no delay or patient injury reported.